Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the patient experienced an episode of ventricular tachycardia and was cardioverted. Patient was suffering from neurological disorders. In addition, it was noted that sepsis was the focus of treatment and raising fewer was depressed by coolgard. As the patient continued to suffer from neurological disorders during the case, therapy provided by the impella device was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.